Event description:
It was reported that the patient was scheduled for a stage one implant, but it was discovered in the pre-operation surgical area that the patient was already implanted. The implant was switched to a lead revision due to 2 previous falls and inadequate stimulation as a result of the falls. The patient stated that their symptoms improved after their implant, but after their falls, their urinary incontinence symptoms worsened. The original lead was removed and replaced to a site on the right and stimulation was obtained. The lead was retained and no impedance issues were noted prior to lead revision. The patient was then doing well with minimal pain and the stimulation was helping control their urinary leaks. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient was scheduled for a stage one implant, but it was discovered in the pre-operation surgical area that the patient was already implanted. The implant was switched to a lead revision due to 2 previous falls and inadequate stimulation as a result of the falls. The patient stated that their symptoms improved after their implant, but after their falls, their urinary incontinence symptoms worsened. The original lead was removed and replaced to a site on the right and stimulation was obtained. The lead was retained and no impedance issues were noted prior to lead revision. The patient was then doing well with minimal pain and the stimulation was helping control their urinary leaks. There were no additional patient complications.